Event description:
--

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, dried blood/body fluid was noted in the lumen, electrocautery damage was noted in several locations in the lead insulation. Analysis noted that the lead tip and tines were intact and undamaged. Analysis did not confirm the reported observations.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead fell and the lead dislodged. An invasive procedure was performed. This lead was successfully explanted and replaced with an active fixation lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.